Event description:
It was reported that the patient presented in-clinic for a generator upgrade procedure. Upon interrogation prior to procedure, it was noted that the right atrial (ra) lead exhibited p-wave amplitude variation. As a resolution the ra lead was explanted and replaced. The patient condition was stable.